Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging coughing and anxiety due to the use of the device. The patient reports coughing less since they received a revised device. The patient reports being anxious to use the old device due to the recall. No medical intervention was required by the patient. At this time, no further investigation can be performed. The device has not yet been returned to the manufacturer for evaluation. The patient cannot be contacted for further information. If any additional information is received, a follow up report will be filed.

Event description:
This report is being submitted to correct the description of the event or problem previously reported. The dreamstation auto CPAP was returned to a third-party service center for service prior to the complaint on 06/29/2022. The device was corrected, and sound abatement foam replacement occurred. The device does not fall under the recall notification related to the sound abatement foam. Furthermore, there is no evidence to suggest that the device malfunctioned in a way that could lead to death or serious injury if the issue were to recur. Therefore, this complaint is not reportable to any regulatory agencies.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging coughing and anxiety due to the use of the device. The patient reports coughing less since they received a revised device. The patient reports being anxious to use the old device due to the recall. No medical intervention was required by the patient. At this time, no further investigation can be performed. The device has not yet been returned to the manufacturer for evaluation. The patient cannot be contacted for further information. If any additional information is received, a follow up report will be filed. This report is being submitted to correct the description of the event or problem previously reported. The dreamstation auto CPAP was returned to a third-party service center for service prior to the complaint on 06/29/2022. The device was corrected, and sound abatement foam replacement occurred. The device does not fall under the recall notification related to the sound abatement foam. Furthermore, there is no evidence to suggest that the device malfunctioned in a way that could lead to death or serious injury if the issue were to recur. Therefore, this complaint is not reportable to any regulatory agencies.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging coughing and anxiety due to the use of the device. The patient reports coughing less since they received a revised device. The patient reports being anxious to use the old device due to the recall. No medical intervention was required by the patient. It was previously incorrectly reported that the device was not related to the recall. After further review the device was determined to be related to the recall and therefore reportable. The device was returned to the manufacturer in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the device was visually inspected and found no evidence of foam degradation. The customer complaint was not addressed. The device was corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging coughing and anxiety due to the use of the device. The patient reports coughing less since they received a revised device. The patient reports being anxious to use the old device due to the recall. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.